Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event.

Event description:
End of the microsnare broke off inside a navicross support catheter, which was in the patient. Another microsnare was used to retrieve fragment from the inside of navicross without incident. No injury to patient. The device was received for investigation. The microsnare was inspected and observed the hoop was fractured/snapped apart. The core wire of the microsnare showed elongation. The investigation was able to confirm the reported event.